Event description:
A customer observed non-reproducible lower than expected vitros gent quality control results on a vitros 5,1 fs chemistry system. Vitros gent results of 2.37, 3.91, and 3.81 ¿g/ml were obtained from the biorad level 2 control fluid versus the expected value of 5.67 ¿g/ml, and vitros gent results of 6.34 and 6.44 ¿g/ml were obtained from the biorad level 3 control fluid versus the expected value of 9.50 ¿g/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. There was no report of patient harm as a result of this event. This report is number two of three MDR¿s for this event. Three 3500a forms are being submitted for this event as three devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible lower than expected vitros gent quality control results were obtained on a vitros 5,1 fs chemistry system. Results of precision testing suggested that the vitros 5,1 fs chemistry system was operating as expected at the time of the event. An ocd field engineer proactively made subsystem adjustments and performed the water blank test, however, the investigation cannot conclude that these service actions were directly related to the root cause of the event. After completion of the service actions, the customer stated that acceptable vitros gent performance was observed. The investigation was unable to determine a definitive root cause. However, the vitros gent reagent packs in use could not be ruled out as a potential contributing factor. The root cause of this event is unknown.